Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. Biomedical engineer reported the only issue is no sound, all other alarms and equipment working as it should but could not provide any patient demographic information. No patient harm reported. Investigation summary: follow-up with the customer, it was identified that the audio output for the cns was incorrectly set. After the audio output was corrected to speakers, the issue was resolved. The root cause of the reported issue was due to incorrect device settings. The administrator's guide for cns-6801a provides instructions in changing the sound settings of the device and setting speakers as the default audio output. No corrective or preventative actions required since the issue was related to user issue for settings. 06/22/2021 emailed the customer via microsoft outlook for patient information: reply was received, biomedical engineer could not provide the requested information.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. Biomedical engineer reported the only issue is no sound, all other alarms and equipment working as it should but could not provide any patient demographic information. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has no sound when the alarms are going off. No patient harm reported.